Event description:
It was reported that the patient was in the ICU for cardiac episodes. The patient will have a seizures and then go bradycardic for 10-15 seconds. They had the patient's magnet over the generator all night and was still experiencing cardiac pauses. Provider later reported that the cause of bradycardia is vns stimulation from patient using magnet. The patient did not have a prior history or family history of cardiac events. Patient's pre-existing medical conditions include depression. Patient experienced bradycardia postoperatively. The patient did not present with symptoms suggesting an arrhythmia, nor did they have any traumatic events prior to arrhythmia. Patient did not have any caffeine intake, smoking or non-prescription drugs usage prior to arrhythmia. Patient was only taking 6 seizure medications. The event did not follow a medication change. The event occurred when patient swiped their magnet. An ECG was used to diagnose the arrhythmia. The physician believes that arrhythmia is related to vns stimulation and that vns exacerbated or contributed to the arrhythmia. The intervention taken was just removing magnet from the patient. No hospitalization was required. The intervention taken was not taken to preclude serious injury. Arrhythmia has not reoccurred. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.